Event description:
It was reported that an unspecified number of an unspecified bd lavender tube experienced erroneous results during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown . - on occasions for reasons unknown they experience inconsistent results using the lavender tubes concerning only their hepatitis patients. The plasma then "flip-flops" upon redraws. Unknown cause. Inconsistent results concerning the lavender tubes for hepatitis patients. After re-draws the answers are cleared up.

Manufacturer narrative:
H.6. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd lavender tube experienced erroneous results during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. On occasions for reasons unknown they experience inconsistent results using the lavender tubes concerning only their (B)(6) patients. The plasma then "flip-flops" upon redraws. Unknown cause. Inconsistent results concerning the lavender tubes for (B)(6) patients. After re-draws the answers are cleared up.